Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent malfunctions occurred. The customer's blood glucose level ranged from 98 - 202 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.